Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The customer reported that the device was getting too hot during testing. There was no patient involvement reported.

Event description:
The customer reported that the device was getting too hot during testing. There was no patient involvement reported.